Event description:
It was reported that during a magenstrasse and mill gastroplasty procedure, the staple line on the remaining stomach is bleeding much more than usually. It¿s not bleeding on the gastric pouch but on the remaining stomach. It¿s not occurring in between two firings but in the middle of one staple line. Like if the right side (surgeon hand) of the cartridge was scratching the tissue and generating bleeding and generating a weakness point which generates a fistula (forty eight hours) after intervention. The patient had to be re-operate urgently forty eight hours after intervention (patient was still hospitalized).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the cartridge selection for all steps of this procedure? Was buttressing material used? How was the fistula/leak identified? Was there any issue with staple formation noted in the primary and secondary operation? Is the device being returned for analysis?